Event description:
It was reported that patient's 2nd lead wire broke 2 months ago (see manufacturer's report #3004209178-2014-04609 for the 1st lead breakage). Patient's physician was aware and the patient was scheduled for lead replacement procedure on (B)(6) 2014. It was also stated that patient's original injury was at the c1 vertebra, the patient broke his back at 19 years old and the pain stimulation therapy had worked well for him. The information was also reported in manufacturer's report #3004209178-2014-04609. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the ins (B)(4) found no significant anomaly. The battery had a reduced capacity due to overdischarge. Analysis of the lead (lot # va047vh009) found the lead body conductor was broken at the injex anchor site. Analysis of the lead (lot # va047vh022) found the lead body conductor was broken at the injex anchor site. Analysis of the anchor (sn unknown) found no significant anomaly the anchor was cut. Analysis of the anchor (sn unknown) found no anomaly.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
It was further reported that the patient had both leads explanted on (B)(6) 2014. There was impedance testing and a reprogramming done. The leads had high impedances and the patient was experiencing a loss of stimulation and therapeutic effect. The patient also had their implantable neurostimulator explanted on (B)(6) 2014 due to high impedances and battery depletion. After the products were implanted the therapy was good for a couple of months and then the impedances began on one lead and the patient could no longer get therapy on that lead. The patient was reprogrammed with the second lead and eventually that lead had high impedances too and therapy stopped working. The patient charged the battery regularly and did nothing to harm the leads or battery. The battery died on its own even with him continuing to charge it. The patient believed there could be an issue with the battery as well. The patient was upset that the leads and battery stopped working after only having the system for less than a year. The patient thought the device should have lasted much longer. The system was replaced with a new system. It was further reported that the patient was not part of a clinical study. The patient was doing great with the new implant on the friday prior to the report and the stimulation was helping with the pain. It was further reported that one lead was damaged upon explant by the doctor. The patient&#38112;therapy stopped working the first year of implant. One lead stopped working with high impedances then the second. The battery was dead at explant. The patient had problems since the first lead went out. If additional information is received, a follow up report will be sent. Information previously reported under manufacturer regulatory report # 3004209178-2014-04609 and manufacturer regulatory report # 30 04209178-2014-00097 pertain to this event and all new information regarding those reports will be submitted under this regulatory report number moving forward. Please reference those regulatory reports for previously reported information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.